Event description:
The customer reported that following an abdominoplasty with diastasis repair a catheter/pump was placed for post operative pain. The catheter was placed in the abdomen. The pump was filled with 400 cc's of 0.25% of marcaine. The pump settings were 4ml/hr, 1ml bolus and a 90 minute lockout. In 2009, the pt presented with a red puffy area on the lateral area of the left side. An incision was made, the purulent material was cultured and the pt was placed on clindamycin.

Manufacturer narrative:
The device was not returned for eval.